Manufacturer narrative:
Review of programming history.

Event description:
On (B)(4) 2013, the physician reported that the patient had a seizure in (B)(6) 2008, (B)(6) 2009, and has been seizure free since the last seizure in (B)(6) 2009. As the patient's last two seizures were one month apart while the first two were over a year and a half apart, it was unknown if this was an increase in seizures. The medical professional stated that patient's have seizures sometimes, and not all seizures require intervention so it was unknown if any interventions were taken for this. It was unknown what the relationship of the increase in seizures was to vns and the pre-vns baseline levels. No other information was provided. Programming history was reviewed and found no anomalies.